Event description:
It was reported that a broken minicap was observed and as a result iodine came out of the minicap. The patient had initially placed the minicap on the line without any defect s noted. The caller stated after approximately ten to 15 minutes of use they noticed it was broken. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspect was performed and a hairline crack was noted in the minicap sample. A dimensional analysis was performed and the sample passed. A functional test was performed and the sample failed the functional test. The reported issue was confirmed due to a crack in the minicap. It is possible that the cracked minicap could potentially have been due to over torquing of the minicap on to the transfer set. No root cause relating to the manufacturing process has been determined and no corrective actions have been identified for cracked minicaps. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.  Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.